Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-12990. It was reported that stent damage and vessel perforation occurred and the patient expired. The 90% stenosed, 3.0mm in diameter target lesion was located in the highly calcified right coronary artery (rca). The target lesion was treated with pre-dilation and placement of a 3.0x32mm synergy ii drug eluting stent. Following post-dilation with a 3.0mm nc emerge balloon catheter, a perforation was noticed, which was covered with a non-bsc stent. The rca was recovered. Upon further investigation, it was noticed that there was a stent fracture, which was most likely caused by the balloon inflations. The stent remained in one piece but it appeared that the struts were pushed out of alignment. Another 70% stenosed target lesion was located in the heavily calcified and moderately sized left anterior descending artery (lad). The patient was coded in the lab and the lad was opened with plain old balloon angioplasty. Hours later the patient expired. The cause of death was probably cardiogenic shock. No autopsy was performed.